Event description:
It has been reported to philips that system will not start up. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was a startup failure. Fse checked the host pc and found that host pc did not power on. Fse instructed customer to turn on the host pc manually to solve the issue. After that the system was returned to use in good working condition. The codes were updated based on the investigation outcome. Health impact code was corrected.